Event description:
It was reported that the customer was experiencing high blood glucose levels once the reservoir had less than 70 units of insulin remaining. It was stated that the issue is not resolved when changing the infusion set, but it is resolved when changing the reservoir. It was stated that the customer was no longer comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump was received with currents within specification. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.